Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP with an allegation of device will not turn on and device has a burnt smoke smell. There was no report of flames, smoking, burning, melting or warping. There was no serious patient harm or injury. There was no medical intervention reported. The patient reported it was unknown if there was any change in the device performance prior to the device odor. The patient stated no smoke was observed coming from the device. The patient described the odor as a "smoky burnt smell". The power cord was not damaged, and there was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a receptacle (alternating current) outlet. The patient was not using any other medical device. A one-way valve was not in place in the patient circuit. It is unknown if the patient or any other household member is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP with an allegation of device will not turn on and device has a burnt smoke smell. There was no report of flames, smoking, burning, melting, or warping. There was no serious patient harm or injury. There was no medical intervention reported. The patient reported it was unknown if there was any change in the device performance prior to the device odor. The patient stated no smoke was observed coming from the device. The patient described the odor as a "smoky burnt smell". The power cord was not damaged, and there was no evidence of exposed wiring. There were no unintentional openings in the plastic enclosure of the power supply. The device was plugged into a receptacle (alternating current) outlet. The patient was not using any other medical device. A one way valve was not in place in the patient circuit. It is unknown if the patient or any other household member is a smoker. The dreamstation 2 advanced auto CPAP was returned to the manufacturer service center for evaluation, and the customer complaint was confirmed. During the evaluation, it was noted that the back of the pca (printed circuit assembly) had evidence of possible thermal events, and the user interface was discolored underneath from a possible thermal event. Additionally, during the service of the device, the service technician observed dust like contamination on and inside the blower motor, at the air inlet of the blower box, in the blower box, in the bottom enclosure, on the heater plate spring, and on the bottom enclosure under the heater plate spring, and inside the water tank. The source of contamination was most likely external to the device. Care orchestrator data was not able to be retrieved. The device was scrapped. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.